Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported at implant, the lead helix would not deploy while in the sheath, but would deploy when removed from sheath. The doctor decided to implant another lead. No patient complications were reported as a result of this event.